Manufacturer narrative:
Patient identifier and weight not made available from the site. The site has not returned the part for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument being used intra-operatively of a cranial resection. It was reported that they were unable to track the touch n go probe. The navigation system tech checked the instruments and the toolcard was added. The spheres were swapped and there was no resolution. He did cover up one sphere at a time and found it tracked when covering one of the posts. However, they just got another touch n go probe. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
Correction: brand name and initial reporter updated. If information is provided in the future, a supplemental report will be issued.